Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge decreased to 90 units. Blood glucose level was 66 mg/dl. Reportedly, the contact reloaded the cartridge; however, the following day, the insulin gauge displayed 15 units instead of the intended 150 units. Reportedly, the customer had manual injections available as alternate insulin therapy.